Manufacturer narrative:
Analysis was normal. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented for pulse generator replacement procedure due to normal eri. During the procedure, the device exhibited backup vvi operation. The patient was noted to have been asystolic for a couple seconds. Cautery was reported to have been used during the procedure. The patient condition after the procedure was good.